Manufacturer narrative:
The investigation determined that discordant vitros amon patient results were obtained between two vitros 350 chemistry systems. Service actions were performed on one of the vitros 350 chemistry systems. Following these actions, an alternate vitros amon slide lot was put into use and acceptable performance was observed. A definitive root cause for the discordant vitros amon patient results could not be determined. However, an instrument related event, reagent issue, or improper calibrator fluid handling could not be ruled out as contributing factors. In addition, a definitive root cause could not be determined for the lower than expected vitros amon quality control result obtained. However, use of the incorrect quality control fluid could not be ruled out.

Event description:
The customer obtained vitros amon patient results that were discordant when comparing values from two vitros 350 chemistry systems. Values of 66 and 91 umol/l were obtained for the same patient sample. In addition, a lower than expected vitros amon quality control result (145.9 umol/l) was obtained versus the expected value of 197.9 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc complaint numbers (B)(4).